Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1000333329, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1000334300, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and atrophy of the urethra. A surgical procedure was performed during which the device was explanted and replaced with a 5.0 cuff. No additional information was provided.